Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Evaluation method: device work order search. Evaluation result: a device work order search was performed and no similar complaints were found within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai 14.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. Stated the plunger on the injector was forward when package was received. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Additional information: device evaluation - the product was returned in device tray. Visual inspection found no visible damage to device and lens stuck in cartridge. (B)(4).